Event description:
An acute stroke pt presented with a basilar occlusion. The physician decided to treat the stroke by mechanical thrombectomy. He used an 070 neuron as his access guide catheter and an 041 reperfusion catheter (rpc) to treat the occlusion. Due to the placement of the neuron, the 041 rpc hubbed out and was unable to reach the occlusion. The physician then removed an 032 rpc from inventory and advanced it to the clot with no significant resistance. He used an 032 separator and started working at the clot interface. The physician worked the separator and rpc for approx 40 - 60 minutes with little progress made at the site of occlusion. Upon removing the catheter and separator from the pt, it was observed that the distal 6 mm of the separator broke off and had lodged into the left pca branch. This occurred after several attempts at trying to retrieve the detached separator with the merci catheter. After passing the merci retriever through the clot, the basilar artery opened up and the separator tip traveled distal into the left pca branch. After repeated attempts to retrieve the detached tip a decision was made to leave the device in place. The site of occlusion is now patent with excellent distal branch filling. The pt is currently doing well ((B)(6) 2009).

Manufacturer narrative:
The unit was returned in a biohazard labeled sealed specimen bag and its original labels. The unit was decontaminated using a soak in a 1:10 dilution of household bleach. The separator has the tip broken with approx 5 mm of the distal end missing. The portion remaining shows the beginning of a tight bend just before the break. The DHR of this mfg lot has been reviewed and that review is attached. Complaint/incident findings (B)(4) DHR review: a review of the device history record (DHR) was completed on part #1943. A (lot #l13559). All appropriate insp were completed per process monitoring requirements or 100% insp where required. The lot has passed all dimensional measurements per spec, in addition, all destructive testing was completed per required process monitoring requirements and results met spec for the tensile strength. The parts released in this lot met process requirement.